Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse from the USA of peritonitis, made mistake/ touch contamination, fluid around lungs, low blood pressure, patient is orthostatic and mental status changes in a patient coincident with dianeal unknown and dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unknown date, the patient made mistake/touch contamination. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient experienced fluid around lungs, low blood pressure, orthostatic hypotension, mental status changes and peritonitis. On (B)(6) 2011, the patient was hospitalized for the events. Outcome for the events was unknown. The cause of the peritonitis was reported as patient made mistake/ touch contamination. Treatment was not reported. At the time of this report, the patient was recovering from the event of peritonitis. Outcome for the event of made mistake/ touch contamination was not reported. Dianeal therapies were ongoing. The nurse stated that the event of mental status change was unrelated to dianeal therapy. A causality statement was not provided for the events of fluid around lungs, low blood pressure, orthostatic hypotension and peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888123 and gd886036 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The assignable cause of the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.